Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant procedure, the right ventricular (rv) lead was noted to be dislodged. The rv lead was repositioned and the patient was stable with no consequences.